Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ? How many devices demonstrated the alleged deficiency?=>1. ? When was the suture/sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk. ? Can you identify the lot number of the product involved? =>unk. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>(B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a plastic surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown plastic surgery, the doctor said that recently the wires have become easier to break about the ds26 regularly uses. The doctor would like to know if there had been any changes to the product. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d4.